Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing became detached from the plastic 'trident' end of tubing while attempting to click tubing to site and this issue occurred with two infusion sets. Reportedly, the glue appeared to be peeled off where the tubing was supposed to stay connected to trident end. The patient's blood glucose level was in the range of 54-500 mg/dl at the time of this event. Reportedly, the patient did not notice any damage when the package was first opened. No further information available.